Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem as the forceps elevator is not functioning due to a cut elevator wire. Additionally, inside of the light guide lens is dirty. Also, the suction flow is out of standard due to a damaged/perforated channel tube attributing to failed leak test. The adhesive of the bending section is broken. There is a small pinhole in the switch button (1). The up angulation is out of standards due to a worn angle wire. There is a crease in the insertion tube. The adhesive around the light guide lens is chipped. A review of the repair history confirmed the device has been repaired once in the past year for a cracked light guide lens and insufficient air/water flow and angulation. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the dirt inside the light guide lens cannot be conclusively determined, however, it is possible that humidity entered inside of lg-lens from leakage. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). ·preparation and inspection- inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·operation_ using endo-therapy accessories_ warning -when inserting or withdrawing an endo-therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo-therapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. -if the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories, cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (okr) field service engineer was informed that the customer evis lucera duodenovideoscope was returned to olympus repair for a reported ¿ev (elevator) is broken¿. The reported problem was found during inspection before use. The intended procedure was completed using a similar device. Upon inspecting and testing, the service evaluation identified the inside of the light guide lens is dirty. This report is being submitted to capture the inside of the light guide lens is dirty. No death, injury or harm was reported to olympus.